Event description:
It was reported by a dermatologist the patient had a reaction to the ingredients in the pod adhesive. It was confirmed the patient developed a contact allergy to the adhesive. Treatment information was not provided. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.